Manufacturer narrative:
The long bipolar grasper was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable is broken. The instrument was found to have a frayed grip cable at the distal end. Common causes of broken instrument conductor wire bipolar are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a damaged conductor wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damage was first found intraoperatively. The customer confirmed that they did not observe any arcing from the instrument that affected patient tissue.